Manufacturer narrative:
H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection of the device found no deficiencies. No issue found with unit; accuracy is working as intended. Preventive maintenance, calibration, and functional tests were performed. Lubricant oil was applied to camshaft for optimized functionality. Reported issue of under infusion was not verified or duplicated.

Event description:
It was reported that the pump had an issue of under infusion. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.